Event description:
It was reported that the pump "failed." There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support and declined to provide additional information. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.